Manufacturer narrative:
(B)(4). The report of power elevations and pump stops was confirmed upon review of the log file downloaded from the returned device and the log file submitted for review. The log files recorded power elevations (up to 13 watts), pump stop and speed instability events. The log files also revealed low speed advisory/hazard and low speed operation events with speed drops below the low speed limit of 8600 rpm. The returned system controller was functionally tested and exercised while connected to the equipment in the laboratory. The system controller was found to function as intended during the analysis even when supported independently by either power lead. The system controller operated a mock circulatory loop with no alarm conditions noted. The returned system controller (B)(4) functioned as intended throughout the analysis. The analysis could not conclusively determine the root cause of the events recorded in the log files based solely on the evaluation of the returned system controller. (B)(4). The reported low speed and pump stoppage events were confirmed through the analysis of the submitted system controller log file; however, a specific cause for these events could not be conclusively determined through this evaluation. X-rays of the internal and external portions of the patient's percutaneous lead were submitted for review. The x-rays showed an area of potential breakdown of the braided shield on the external portion of the lead at the terminus of the distal end bend relief. However, a potential wire compromise could not be determined via the submitted x-ray images. After the patient's epc system controller was exchanged for a pc controller, no further alarms occurred and the patient was later discharged. The evaluation of the returned system controller did not identify any device-related issues. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stoppage event in (B)(6), at which time his system controller and power module patient cable were exchanged. It was reported that on (B)(6) 2015 the patient presented to the clinic with complaints of lightheadedness and pump speed drops. Additionally, two pump stoppage events in the last 24 hours were noted. The patient noted that the lvad speed had been dropping frequently. A compromised percutaneous lead was suspected and shield degradation in an unspecified location was seen on an x-ray. The patient was switched to a pocket system controller and admitted for observation. No further alarms were reported after the controller exchange and the patient was discharged home on (B)(6) 2015. No subsequent events have been reported.

Manufacturer narrative:
The referenced pump stoppage in (B)(6) 2015 was reported under medwatch MFR# 2916596-2015-00681. Approximate age of device ¿ 84 days. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.